Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a controller was exchanged due to continued connect power alarms after batteries and clips were replaced. The controller was planned to return for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported power cable disconnect alarms were confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review spanning approximately 4 days ((B)(6) 2022 -(B)(6) 2022, (B)(6) 2022 per timestamp). Events on (B)(6) 2022 are from testing at abbott. Throughout the log file beginning on (B)(6) 2022 until (B)(6) 2022 at 8:32:59 there were multiple atypical power cable disconnect alarms on the white power cable which were coincident with rsoc invalid faults. These alarms would clear on their own. There were no other notable alarms in the log file. Pump operation was not affected. The returned system controller was able to operate as intended. The unit was able to pass functional testing and was able to operate on a mock loop for an extended duration with no atypical alarms activating. The reported alarms were not reproduced. The root cause of the reported alarms was unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.